Event description:
It was reported from an online obituary that the patient passed away. No cause of death or circumstances of the death were provided. The generator and lead device history records were reviewed, and it was found all specifications were met prior to distribution. No additional pertinent information has been received to date.

Event description:
Communication with the servicing funeral home showed that they did not remove the patient¿s vns system at the time of her preparation. No additional pertinent information has been received to date.